Event description:
The pt underwent a left total hip replacement under epidural anesthesia on 2000. In the recovery room sequential compression devices were applied as per routine post-op order. On 9/14 the pt, who was still using the sequential compression device, was found to have decreased dorsiflexion of the left foot.